Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported replace battery alert/replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. This was the second occurrence of receiving an alarm in less than 8 hours after the low battery warning. The battery was not previously used. The battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The customer can continue to use the pump until replacement arrives if they install a new battery. No product return is required for mmt-1885.

Manufacturer narrative:
The pump was received with a blank display after battery installation due to a misaligned battery tube caused by a crack at the battery compartment and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform a visual inspection. Removed the motor support cap and realigned/repositioned the battery tube back into place. The pump powered up successfully verifying the misaligned battery tube caused the blank display. Retrieved the pump software version, verified the internal serial number, and the trace and history files were successfully downloaded using thump. A review of the pump history file shows the pump alerted: 1. Low battery alert 03/29/2025 19:06:00, change battery fault (replace battery) alert 03/30/2025 04:37:00, and off no power (replace battery now) alarm 03/30/2025 05:08:00 2. Low battery alert 04/21/2025 09:34:00 and change battery fault (replace battery) alert 04/21/2025 19:05:00 the pump moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, partially broken retainer, cracked reservoir tube lip, missing reservoir tube o-ring, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Blank display, misaligned battery tube, cracked battery compartment, and cracked battery tube threads are confirmed. The blank display was due to a misaligned battery tube caused by the crack on the battery compartment and cracked battery tube threads. Moisture damage was found during a visual inspection. The replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.